Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] daily for renal replacement therapy (rrt) fell while undergoing treatment on (B)(6) 2022. The patient alleges the fall was caused by repeatedly getting out of bed to address multiple liberty select cycler alarms (drain complications). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with left hip and forearm pain after a fall at home. While in the emergency room, the patient reported she tripped over her liberty cycler set tubing (noted the patient has longstanding history of falls as reported by the pdrn) and fell to the floor. The patient underwent multiple radiographic tests, and no acute processes (e.g., fractures, breaks) were noted. The patient was provided pain medication and was released several hours later (>24-hour observation admission). The pdrn reported the patient continues to use the same liberty select cycler without reported issue.